Event description:
The pump flowed too fast. Emptied within 24 hrs.

Manufacturer narrative:
Eval summary: the sample has not been received for eval and investigation, although reported as available. The info contained herein is based on the info provided by the initial reporter. The report stated that a pump infused too fast, but no further info was available. Pertinent info, such as fill volume, infusion times, fill time, and pt condition, has not been received, although requested. The device history record for lot 7b2792 was reviewed, and all mfg operations were found to be within specification. In addition, retain samples from lot 7b2792 were tested and found to function within specification. When add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.